Event description:
It was reported that during a bilateral otoplasty procedure, while suturing or while preparing the suture after patient incision, the needle detached from the suture. It was also reported that while being removed from the retainer or while preparing the suture prior to patient incision, the suture broke at the connection of the needle and thread. Another suture was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: a2, a3a, a4, b5, g3, h6( fdm) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sm822, sm-822 biosyn* 3-0 und 75cm c13 x36 (lot#: d2b1729fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, while suturing or while preparing the suture after patient incision, the needle detached from the suture. It was also reported that while being removed from the retainer or while preparing the suture prior to patient incision, the suture broke at the connection of the needle and thread. Another suture was used to resolve the issue. No patient complications have been reported as a result of this event.